Manufacturer narrative:
Per the FDA guidance document "needlesticks: medical device reporting guidance for user facilities, manufacturers, and importers" issued november 12, 2002, administration of a tetanus shot is considered medical intervention. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an employee at a dental office was stuck with a needle prior to disposal. The employee sought medical treatment and was administered a tetanus shot. In vitro blood-borne pathogen testing was also performed.